Event description:
It was reported that a clearlink continu-flo set had a leak at the luer lock connection to the catheter during infusion. The issue occurred in the operating wing of the hospital. The connections were checked and tightened, but the leaking continued. There was no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers of sr13a17031 and sr13b18045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An unused companion sample was returned for evaluation. Visual inspection revealed no abnormalities that could have caused the reported condition. Water pressure testing did not find any leaks. The evaluation of the companion sample could not confirm the reported condition. Should additional relevant information become available a supplemental report will be submitted.